Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 4.0x38mm xience pros stent dislodged; however, was not left in the anatomy. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsquently, after the initial was filed it was noted that when the 4.0x38mm xience pros stent delivery system was removed from packaging the stent was found in the packaging. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 return device status changed from yes to no . H6: code 2199 was removed and code 2645 was added.